Manufacturer narrative:
A siemens field service engineer (fse) was sent to the account and analysis of the instrument and instrument data indicated the cause for the falsely elevated troponin results was due to a bleach valve failure, valve 66 was leaking. The fse replaced the failed valve and the instrument is performing within specs. No further eval of the device is required.

Event description:
The emergency room physician noted an increased number of elevated troponin ultra results from the lab. As a result, the lab recalibrated the advia centaur troponin ultra troponin assay but the re-calibration failed. The lab then reran all the troponin ultra samples since the last valid quality control results on a different centaur cp. There were nine discrepant troponin ultra results that needed corrected results reported. One pt of the nine pts was scheduled for a cardiac catheterization, but the procedure was not done based on the corrected result. There was no report of adverse health consequences as a result of the discrepant result.